Manufacturer narrative:
According to the practitioner the implants are lost (loss of osseointegration) after the implants have been restored. The implants have been placed in 34 and 35 positions on (B)(6) 2018 and removed on (B)(6) 2019. The implants have followed the complete manufacturing cycle, have been verified at each stage of production, and have been submitted to a final release before provision of the device on the market, which ultimately guarantees theirs conformity. The implants have been evaluated through a biological risk assessment which concludes that theirs toxicological profile is acceptable. The implants loss suggest that the source of the problem was likely to come from procedural errors and/or the lack of osseointegration. Additionally, other factors that may have contributed to the implants failure include bone condition, patient oral hygiene, or patient behavior.

Event description:
Two implants are lost (loss of osteointegration) after implants have been restored.